Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath. Product type: catheter: product ID neu_unknown _cath. Product type: catheter. (B)(4).

Event description:
A problem was reported. Patient¿s friend/ family member reported a change in the therapy effect. Increase in baseline pain, severe pain and patient unable to sleep were reported. Also reported patient threatened to harm himself if he did not get pain relief ¿ he was talking about killing himself due to the pain. Caller indicated the patient was not getting drug, but no alarms were sounding. A catheter issue was suspected. The patient went through withdrawal. Reporter indicated event occurred following an MRI scan in december 2011. Stated that pump worked perfectly until MRI and patient never got pain relief after the scan. Stated that pump was replaced last week and the new pump was not working either. If additional information is received a report will be provided.